Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (96 percent stenosis degree) in a severely tortuous proximal lad. During attempt of lesion crossing resistance was felt. During withdrawal of the device the stent dislodged. The stent was found in the renal artery and was adapted to the vessel wall.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation, but a small amount of dried contrast medium residue was observed in the balloon- and inflation lumen which implies application of negative pressure. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered on the balloon. The stent was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure, i.e. Application of negative pressure prior to placement of the stent across the target lesion which is warned against in the IFU.